Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Reportedly, the pump subsequently reset unexpectedly multiple times. The customers' blood glucose level was 80 mg/dl. The customer was able to reload the cartridge successfully and resume insulin therapy. Reportedly, the pump would continue to be used for insulin therapy.